Manufacturer narrative:
The device has not been returned to mmdg for evaluation. Because the actual device could not be inspected, mmdg has been unable to confirm the complaint. A review of the device history record shows no reported issues for the device.

Event description:
The initial reporter, during an overnight phone call, stated that the pump displayed and error code 10 alarm, and they were unable to turn the pump off/on. The caller was instructed to call their provider to have the device switched out. During a follow-up conversation, mmdg clinical learned that the caller was unable to resolve the error, and had ordered a new pump, which was en route. In the meantime, they had been supplementing with gravity feeding, which was "not being tolerated well" as there had been "some vomiting." Further attempts to follow up were unsuccessful. (B)(4).